Event description:
A zoll distributor returned monitor sn (B)(4) indicating a pulse test failure.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. The cause for the failure was isolated to an open r45 resistor on the monitor c/a board. The cause for the open resistor was isolated to a shorted q6 transistor on the defibrillator board. Additionally, corrosion was found on connector j502 on the ca board. The root cause for the shorted transistor could not be positively identified. The root cause of the corrosion was ingress of an unk contaminant. No adverse event resulted from the defective monitor.